Manufacturer narrative:
(B)(4). The service engineer (se) replaced the oxygen (o2) sensor. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the oxygen (o2) sensor on the ventilator was found cracked. The device was not in use on a patient at the time the malfunction occurred.